Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: igtcfs-65-2-uni-celect expiration date: unknown as lot# is unknown. Similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: a review of the images provided confirmed the reported fracture of one celect primary filter leg and two secondary filter legs discovered approx. 3 years after filter implant. Also, reported filter leg perforation was confirmed. The exact reason for filter leg perforation and/or leg fracture cannot be determined, nor can it be determined whether the fractured primary leg was seeded hematogenously or incidentally involved in a primary discitis. Fracture of the wire is a known risk in relation to filter implant reported in the published scientific literature. Perforation of the vena cava wall is a well-known risk. Several case reports published in scientific literature, describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement (e.g. Surgery, central line catheter placement retrieval attempt) could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: primary leg of filter has perforated and fractured. Leg now in vertebral space, causing large and painful abscess. Patient outcome: patient has large and painful abscess.